Event description:
The event is reported as: while using the curette, one tip broke off. No injuries reported.

Manufacturer narrative:
Eval: method: DHR review performed. Results: DHR confirmed this was an isolated incident. Visual exam revealed the complaint was confirmed. The break appears to show the device was over stressed. The metal looks as though it was stressed and broke off. This product was made in 2004. Functional testing showed that a hardness test revealed the steel is in acceptable range. Conclusions: this is most likely a case of the product failing after its expected life and possibly was over stressed causing the product to fail at its weakest point. Mfg does not appear to be a root cause possibility. No corrective actions will be taken.